Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, the instrument's serial number could not be specified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
It has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-05-c as previously listed in section h9.